Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported saline leaked out of the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. The sample was then tested for leakage and passed. The two photos provided show the sample received. A device history record review was completed for provided material number 302830, lot 2298650. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Leaked out of syringe while filling with saline with repeater pump.

Event description:
Leaked out of syringe while filling with saline with repeater pump

Manufacturer narrative:
(B)(4).initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.